Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, lot# n302173005, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n302173005, ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 115.9 mcg/day) via an implantable infusion pump. It was reported that the patient complained of excessive itching in his mid-section. The patient's mother also said that he was moody and displaying what she believed to be baclofen withdrawal. It was reported that the healthcare provider (hcp) said that perhaps it was an allergic reaction to the adhesive from the patient's pump replacement surgery. The hcp tried to aspirate the catheter in the clinic and was unable to do so. The pocket was opened and aspirated at the catheter access port (cap) and the hcp was able to get cerebrospinal fluid. The pump connector was removed and he was able to aspirate cerebrospinal fluid from the catheter as well. A visual inspection of the catheter in the pocket behind the pump took place and no evidence of a kink or hole was found. The hcp felt there was nothing wrong with the catheter, the cap or the connector. The catheter was reconnected and primed. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.